Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range pace impedance measurements were noted when it comes to this device. No adverse patient effects were reported. A review by boston scientific technical services (ts) noted that the right ventricular (rv) lead pace impedance measurements went out of range (B)(6) 2017 which resulted in a lead safety switch. This shifted the sensing and impedance measurements. Ts discussed investigating the system for integrity and performing testing in bipolar and unipolar configuration to assure any noise is only pectoral muscle noise in unipolar configuration only.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that during a follow-up, no noise could be produced. As a result, the patient will continue to be monitored appropriately. No adverse patient effects were reported.